Manufacturer narrative:
(B)(4)

Event description:
Same case as MFR report #: 2134265-2010-00750. It was reported that during the preparation for an abscess draining procedure, it was noted that the package sealant failed. While preparing for an abscess drainage procedure, a flexima drainage catheter was about to be opened when it was noted that the packaging was compromised. Upon inspection it appeared that the sealant closing the packaging had failed. A second flexima catheter was obtained, but the seal had opened on the second catheter packaging as well. The procedure was successfully completed with a third flexima drainage catheter, in which the package seal was good . No patient issues occurred.

Manufacturer narrative:
Device evaluated by MFR.: updated. Device evaluated by manufacturer: residue was not present on the device or components indicating that it was not used. From a visual evaluation, it was found that the original product pouch was opened at the chevron seal end, at the top of the pouch near the pouch hang hole. The product pouch was opened such that the tack seals at the top corners and the chevron seal together with seal on both sides were cleanly opened to approximately 135 mm from the end of the pouch. The tyvek (opaque) and mylar (transparent) sides of the pouch were wrinkled at the chevron seal end, indicating handling likely during opening of the pouch seal. Examining the mylar side of the pouch, it was found that the supplied manufacturer seal impression was present confirming that the seal was intact during manufacturing/ packaging. The impressions of the tack seals at both corners were found to be with in specification. The seals along both sides were found intact with out any breach through out the remaining length of the pouch together with the manufactured seal at the other end. No damage was observed on the device and the other contents inside the pouch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Same case as MFR report #: 2134265-2010-00750. It was reported that during the preparation for an abscess draining procedure, it was noted that the package sealant failed. While preparing for an abscess drainage procedure, a flexima drainage catheter was about to be opened when it was noted that the packaging was compromised. Upon inspection it appeared that the sealant closing the packaging had failed. A second flexima catheter was obtained, but the seal had opened on the second catheter packaging as well. The procedure was successfully completed with a third flexima drainage catheter, in which the package seal was good . No patient issues occurred.